Manufacturer narrative:
The manufacturer previously reported about receiving information alleging that a patient passed away while on ventilator. Patient was using device due to the medical condition of als. Customer provided info that stated that ventilator started alarming and would not stop. Customer stated that ventilator needed to be sent for investigation. No further info was provided. The ventilator was returned to the manufacturer for evaluation and the product investigation lab could not confirm any evidence of foam degeneration or foam contamination. Faults or errors contained within the logs support sensor board contamination and blower motor over heating then failing. It appears that liquid ingress evidence is all over the outside, inside of device, and throughout the air/flow paths then being sucked into the blower motor itself caused motor failure. All other contamination found inside the device appear to be from the patients' environment: heavy dirt, dust, hair, and grim particles throughout device and inside air/flow paths. This foreign contamination is seen inside the transition tubing and clear tubing on to the outlet port to patient. During the product investigation lab analysis, the device has gone vent in-operation each time device was powered on.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a patient passed away while on ventilator. Patient was using device due to the medical condition of als. Customer provided info that stated that ventilator started alarming and would not stop. Customer stated that ventilator needs to be sent for investigation. No further info was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.